Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as MDR ID 2134265-2016-03601. It was reported that catheter entrapment occurred. A 3.0x220x150 (4f) sterling balloon catheter and .009 x 330cm peripheral rotawire and wireclip torquer were advanced to treat a lesion. However, during the procedure, the peripheral rotawire and wireclip torquer kinked inside the sterling balloon catheter and the two devices were unable to be separated. Subsequently, the devices were removed as one unit and another 3.0x220x150 (4f) sterling balloon catheter and a v18 guide wire were used to complete the procedure. No patient complications were reported.